Manufacturer narrative:
Conclusion: customer performed repairs.

Event description:
It was reported via repair work order that the footsection would not lock due to a faulty latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.